Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2022 with blood glucose level was 458 mg/dl. Customer current blood glucose level was 389 mg/dl. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was not using auto mode. The insulin pump will not be returned for analysis.

Event description:
On (B)(6) 2022, customer reported he had a high blood glucose and had an insulin flow block and was not feeling well. Helpline assisted with dispatching paramedics. Helpline told customer to change the entire infusion set system. Customer gave himself manual injection before the paramedics arrived. On (B)(6) 2022, customer called back and said he was hospitalized on (B)(6) 2022 at 20:00 for high blood glucose of 458mg/dl and diabetic ketoacidosis. Customer had vomiting, difficulty breathing, was about to pass out, was confused, and was feeling sick/unwell. Customer had moderate ketones. Customer was treated with insulin drip. Customer said the doctor told him it was his body that was not able to absorb the insulin because he had developed scar tissues on the site and the cannula was blocked by a blood clot. Customer said the event was resolved by complete set change. Pump was used at the time of the incident. Sensor was used. It is unknown if auto mode was used.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information related to the summary has been updated and provided with this report in section b5.